Manufacturer narrative:
Trackwise # (B)(4).

Event description:
N/a

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported vasoview hemopro 2 used for an endoscopic vein harvesting procedure conical dissection tip was off center during procedure. It is either the threads or the tip itself. Case was completed with the same device. Patient recovered with no issues.